Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, prolonged hospitalization, recurrent mitral regurgitation and medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that the posterior leaflet was thing frayed and appeared to be torn. One clip was successfully deployed, reducing mr to 2. On (B)(6) 2021, the patient returned with heart failure symptoms, was dehydrated and fatigued. It was discovered that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4 and tearing the posterior leaflet more. The physician stated that the cause of the slda is possibly due to a thin/frayed posterior leaflet. The patient was re-hospitalized. On (B)(6) 2021,the patient underwent a second mitraclip procedure. Two additional clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) is due to challenging patient anatomy. Additionally, the reported tissue injury, fatigue and recurrent mitral regurgitation (mr) are cascading effects of the slda. The reported patient effects of mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.na.

Event description:
N/a.